Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient received a supply bag lines are blocked message on the cycler. The patient reported having been in the hospital previously due to not being able to walk. Upon follow up with the patient's nurse, it was reported that the patient was admitted to the hospital on (B)(6) 2017 for peritonitis. A peritoneal effluent culture on (B)(6) 2017 reveled pseudomonas and the treatment rendered was vancomycin and fortaz. The causality of the peritonitis was unknown. The patient continued with peritoneal dialysis and was switched to hemodialysis on (B)(6) 2018. The patient is recovering.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. A visual inspection of the returned cycler exterior showed that there were indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. A post-ast 8500 ml simulated treatment was performed and completed without failures. The cycler was turned off and on and the power failure sequence completed successfully. There were no fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. The internal inspection showed that the right, front (pump-side) top cover screw hole had a crack. There was dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. Tested positive for glucose. The device history record did not reveal any issues or problems related to the reported symptom code(s).

Event description:
A peritoneal dialysis patient received a supply bag lines are blocked message on the cycler. The patient reported having been in the hospital previously due to not being able to walk. Upon follow up with the patient's nurse, it was reported that the patient was admitted to the hospital on (B)(6) 2017 for peritonitis. A peritoneal effluent culture on (B)(6) 2017 reveled pseudomonas and the treatment rendered was vancomycin and fortaz. The causality of the peritonitis was unknown. The patient continued with peritoneal dialysis and was switched to hemodialysis on (B)(6) 2018. The patient is recovering.

Event description:
A peritoneal dialysis patient received a supply bag lines are blocked message on the cycler. The patient reported having been in the hospital previously due to not being able to walk. Upon follow up with the patient's nurse, it was reported that the patient was admitted to the hospital on (B)(6) 2017 for peritonitis. A peritoneal effluent culture on (B)(6) 2017 reveled pseudomonas and the treatment rendered was vancomycin and fortaz. The causality of the peritonitis was unknown. The patient continued with peritoneal dialysis and was switched to hemodialysis on (B)(6) 2018. The patient is recovering.

Manufacturer narrative:
Corrective data: event date updated.